Manufacturer narrative:
(B)(4).

Event description:
Email states " dr. (B)(6) has noticed that the needles on the shoulder cart are more flimsy and breaking. The reference number is correct. When I visually inspected these, I noticed that lot # 109121 are smaller in diameter. "